Manufacturer narrative:
The left side of the external soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 30 mmol/l (540 mg/dl) while wearing the pod on the abdomen for between 36 and 48 hours. A new pod was applied for treatment. The device was returned and investigation. Investigation found the cannula damaged.